Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states there's a hole / tear in the catheter shaft. This catheter was initially placed on march 8, 2012 and was replaced with a new one on (B)(6) 2013. No patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.